Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude, high pacing threshold measurements, loss of capture, and an increase in pace impedance measurements. During a routine device change out procedure, this lead was capped and replaced. No additional adverse patient effects were reported.